Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Attempts at functional testing identified that the broach and main shaft components were able to move freely. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
It was reported on 02/23/2022 by a facility representative via sems that an ar-9233 glenoid broach is stuck, preventing the device from working properly. This was discovered during a case with no patient harm.